Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with the infusion sets and mentioned a high blood glucose level of 446 mg/dl. The customer was thirsty. The customer treated his blood glucose level with a bolus. The device was not returned.